Manufacturer narrative:
Follow up created to link MDR received from FDA. Mw5056866.

Manufacturer narrative:
Engineering analysis: the investigation into the reason for the complaint is difficult due to the fact that the device was not returned. In some instances we find that if the balloon is not allowed enough time to deflate or is caught in tortuous anatomy, resistance may be encountered during removal of the stent delivery catheter. The stent delivery catheter should be removed together as one unit with the introducer sheath to prevent balloon tearing or delivery catheter separation. During lot qualification testing, (B)(4) samples of every production lot are performance tested. During this qualification testing every stent is passed through a 7fr introducer sheath, the stent deployed to nominal pressure and the deflated balloon is pulled back through the introducer sheath. Since december of 2013 over (B)(4) catheter units have been tested without any failures due to the inability of the balloon to be withdrawn back through the introducer sheath. During the design verification testing of the icast product the device undergoes simulated use testing using a 45cm long introducer sheath that is advance through a tortuous simulated use model. During the hundreds of units tested using this model all of the samples were able to be withdrawn back through the introducer sheath after deploying the stent. During lot qualification (B)(4) test units are tensile tested to ensure the integrity of the manifold to shaft bond. The data obtained from this test group or catheter lot indicates that the lowest tensile test data point observed was 7.14 lbs., twice the minimum strength for the pull test. In all samples tested the catheter shaft failed and not the adhesive bond. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all (B)(4) quality inspection samples passed this final inspection without any performance related issues or the inability to pass back through the introducer sheath after stent deployment. Conclusion: based on the details of the event and the successful lot qualification test data atrium can find no fault with the device and or lot of stent delivery systems in question.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. Associated file: 1219977-2015-00290.

Event description:
This was an intervention on an aneurysmal splenic artery through very tortuous and challenging anatomy with very difficult angulation. The sheath was unsupported and had lost some integrity. The stent was advanced to the target and deployed successfully. The physician attempted to post dilate to seal it. After deployment the physician was unable to pull the balloon all the way back into the sheath. It was empty of contrast under fluoro. He used force to withdraw the catheter and the hub and wire port broke off. He had to remove the entire system and proceed with another sheath.